Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported saline was leaking from the hub on a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. This leakage was detected before use while the catheter was being flushed with saline. The procedure was completed with the use of an alternative device. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient. This medwatch is associated with medwatch 1820334-2018-00866 as the same issue was observed on a like device with a different lot.

Manufacturer narrative:
Additional information: it should be noted that the leak occurred between the catheter and cap portion of the device. Note: when asked about the product(s) lot number, it was communicated, "they will be included on the product packaging". Therefore, upon receipt of customer sample products from the same lot, device lot and accompanying information was obtained. Product lot number: 8369716; expiration date: 13nov2020; UDI: (B)(4). Device available for eval: yes; product received on: 03aug2018. Manufacture date: 13nov2017. Investigation ¿ evaluation: a review of the complaint history, device history record, documentation and a visual inspection/ dimensional verification/functional test of the returned devices were conducted during the investigation. The visual inspection of the returned device confirmed two unopened 7.0french mac-loc catheter sets. No biomatter was present on the devices and there was no surface damage. The number of adapter threads showing, connector cap inner diameter, mac-loc hub inner diameter, and catheter tubing outer diameter were all found to be within the manufacturer's specifications. Additionally, a leak test was performed on the devices, however no leaks were noted. Twist and tug tests revealed that the tubing was secure within the hub. Removal of the cap revealed that both flares were mildly lopsided and had a lip. The suture was also wound in the threads for both. Due to the compression of the flare within the cap, it cannot be determined whether the flare was manufactured out of specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode. We will continue to monitor for similar complaints and are currently investigating this failure mode. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
After further review of the record, it was determined that it should be noted this event involves 2 devices from the same lot for which the same failure occurred. (B)(6) 2018 (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.